Event description:
The report indicated that 30 minutes into bypass leakage was noted at the base of the bio-pump. The pump was changed out with no pt compromise. The device will not be returned for complaint analysis.